Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via manufacturer representative. The patient died due to cancer. The patient's death was not due to the pump. The pump would not be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine with an unknown concentration at 1.5 mg/day and another unknown drug with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that during a refill visit the physician emptied 37 ml of drug from the pump but only 12ml were expected. It was reported that the discrepancy was not observed at the previous refill visits. No alarm occurred. It was reported that the patient felt more pain. It was noted that the patient's pump often twists under the skin and the physician was wondering if this could explain a potential catheter obstruction. It was reported that the catheter and pump were implanted on (B)(6) 2018 and that the month and year are accurate. It was reported that a catheter exam will be performed in the next days. It was reported that the issue was not resolved at the time of this report. It was reported that no surgical intervention had occurred and no surgical intervention was planned. The patient status at the time of the report was alive-no injury. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided. It was reported that the pump was not explanted yet and that at this stage the physician doesn¿t have additional information to share. The neurosurgeon will see the patient in december and then they will decide what to do. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the catheter exam was performed but it is not clear to state if the catheter is involved or not. It was reported that they did x-ray exams that show no issue with the catheter. The patient will have a refill of the pump with another physician in the next week and it was noted that the physician doesn't have additional information to share yet. No further complications were reported and/or anticipated.